Event description:
Patient was revised because of pain and femoral component loosening. Loosening occurred at the bone/cement interface. Cement was depuy manufactured. Therefore, only the cement is being reported. It is reasonable to conclude that the loosening caused the patient's pain.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided femoral component product and lot combination. Review of the cement device history records found two unrelated non-conformances; micro and sterility tests passed. The retained cement samples could be not be tested on this product as it has been identified as being approximately 5-years old and the retained samples have expired retention in accordance with the depuy retained sample procedure (B)(4). Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.